Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal penicillin added to dianeal (doses and frequencies were not reported). It was not reported if the patient was hospitalized for the event. On unreported dates, the peritonitis was resolved, the patient was recovered, and dianeal therapies were discontinued. No additional information is available.